Event description:
It was reported that there was a battery pocket complaint and the action required as a result of the event was explant. Diagnostic testing or troubleshooting performed was impedance testing and injections in the pocket site to relieve discomfort. The product issue was not resolved and the cause of the issue was determined to be continual discomfort in the implantable neurostimulator (ins) pocket. The patient had continually complained of pocket discomfort and their health care provider (hcp) had performed injections in the pocket to relieve pain. The patient was active and had decided to have the device removed due to pocket discomfort. The patient was alive with no injury and the symptom or complication associated with the event was pain at the device pocket. The patient was getting some improvement, but they weren¿t sure if it was 50 percent symptom reduction or not. The cause of the event was that the device was not placed deep enough. The patient was explanted on (B)(4) 2014 and the manufacturer representative had misunderstood thinking the explant had not occurred. The hcp told the manufacturer representative that the patient was explanted and they had relief from the discomfort.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e5c2, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).